Event description:
During functional testing by a zoll medical sales representative, the device displayed either a "poor pad contact" or a "check pads" message. There was no pt involvement in the reported malfunction.